Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-13996 scorpion needle was getting stuck and would not retract back. Case involvement, no patient effect. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection, it was noted that the upper jaw of the device is broken near the trap door and the trap door is missing.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the upper jaw of the device is broken near the trap door and the trap door is missing.